Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the hard drive of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system was booted, the splash screen displayed and then it went to a black screen. The issue occurred prior to a clinical case when the site was trying to load patient exams. There was no patient present.

Manufacturer narrative:
D11 correction) section d information references the main component of the system and other applicable components are: product ID: 9735999r, serial/lot #: (B)(6) h3) a software investigation analysis was initiated to determine the probable cause of the issue. Analysis revealed that this was not a software issue and the software was functioning as designed. It was noted the issue was caused by a corrupt operating system. H6) fdm 10, fdr 213, fdc 67 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solid state hard drive (ssd) was returned to the manufacturer for analysis. It was reported that the operating system (os) was corrupt, which caused the issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.. If information is provided in the future, a supplemental report will be issued.